Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/wolff parkinson white (wpw) ablation and the patient experienced complete heart block that required pacemaker insertion. It was reported that during an accessory pathway ablation, septal from the right side, the patient went into complete heart block, though was still conducting through the accessory pathway. During the last radiofrequency (rf) ablation with qdot micro catheter in q-mode at 30 watts, which was 1.6 cm away from the his. It was noticed on the ge prucka ep recording system that the patient had "a few blocked beats." The physician immediately stopped ablating. Then, six (6) seconds after that last ablation, the patient went into complete heart block. Emergent pacing was not performed, as the patient was still conducting through their pathway, displaying "left bundle" conductivity on EKG. The patient was in stable condition and was receiving a permanent pacemaker at the time of reporting.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).